Manufacturer narrative:
The customer contacted a siemens' customer care center (ccc) specialist. The customer stated that multiple quality controls (qc) were out of range after service on the instrument. The customer allowed the ccc to remotely connect. The ccc found the customer does not have check_reagent and expired immunoglobulin g reagent. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample mixer 1, performed alignment and ran mixer diagnostic testing, resulting within range. The cse ran quick check, resulting in range. The cse ran qc, resulting in range. The cause of the discordant, falsely depressed magnesium, calcium, glucose, carbon dioxide and triglyceride results was due to the malfunction of the sample mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium, calcium, glucose, carbon dioxide and triglyceride results were obtained on six patient samples on a dimension vista 500 instrument. The initial results were released to the physician(s). The customer repeated the same samples on an alternate dimension vista instrument, resulting higher. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed magnesium, calcium, glucose, carbon dioxide and triglyceride results.